Event description:
It was reported the pt did not feel stimulation when it was turned on and has not had therapeutic benefit for approx 1 month. She had her device interrogated and all bipolar pairs were less than 50 ohms. Her device was reprogrammed to a unipolar setting with impedances within range. She felt stimulation and was sent home. The following week the pt could no longer feel the stimulation. Her device was interrogated again and the unipolar pairs were greater than 4,000 ohms. Bipoles were all within normal range except 0, which was <50. The MFR technical rep recommended doing an x-ray of the neurostimulator and extension area. Further info is being requested from the hcp.